Manufacturer narrative:
The partial lead was received in one piece. Final analysis found that the insulation was abraded at the proximal region. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
New information revealed that the malfunction was discovered while the patient was in the hospital for a generator change. Lead fracture and abrasion were reported. The patient was stable following the procedure.

Event description:
It was reported the patient presented for explant of a right ventricular lead. The lead was reported to not be working, and to have a malfunction. No further information was available.